Event description:
The pulse oximeter is reading low values as compared to arterial blood gas analysis and the discrepancy is beyond clinical acceptance. The patient was holding up discharging from post-anesthesia care unit because of low readings. Clinicians were getting annoyed, so they started taking running arterial blood gas analysis.